Event description:
Pt had bilateral silicone breast implants inserted in 1974. Pt has developed arthritis, desired implants removed. Implants thought to be ruptured prior to surgery. At the time the implants were removed both right and left implants were found to be ruptured.